Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visual and optical examination of both returned break off set screws identified witness marks and plastic deformation on the upper portion of the interior hex features of the implant, with cross sectional river lines. The above observations are consistent with bend stress overload.

Event description:
It was reported that the patient underwent posterior fixation via transforaminal lumbar interbody fusion at l4-5 to treat lumbar spinal canal stenosis. It was reported that the break-off set screw cracked during final tightening. The screw was removed and replaced with a new screw which did the same. A third screw was used and broke off properly. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.